Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes 10/16/2014 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a left total knee revision due to persistent pain and discomfort, laxity, functional issues and inability to ambulate. Indication for procedure dictate that the tibial component appeared to be slightly medial in position. The tibial component was noted to be loose at the cement to implant interface. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2014. Dor: (B)(6) 2020. Left knee.